Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported system error 322 alarm which were verified through a review of the event history log. The reported condition was verified. The cause was determined to be a failed lower link switch. The lower auxiliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported 'missing load point label' which was reproduced during evaluation. The reported condition was verified. Evaluation found the direction of flow label was missing. The rear case was re-shimming to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had missing load point label and alarmed system error 322 (link switch error (low)). This occurred during an unspecified process step. There was no known patient injury or medical intervention associated with this event. No additional information is available.